Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and also reported that a low blood glucose of 54mg/dl during the call and unresponsive buttons on the insulin pump. The customer stated that the insulin pump was not working and went into diabetic ketoacidosis, which resulted in being admitted to the hospital. The customer was assisted with button error/keypad anomaly troubleshooting. The customer also stated that there was buttons were only responding occasionally leading to the keypad issues. The customer stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Time clock advances properly. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.